Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover, front enclosure, bottom enclosure and the battery lock were damaged. The physical damages found during visual inspection are not related to the reported event of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) fault. The damages appear to have been caused by normal wear and tear (autopulse manufactured in december of 2008). A review of the autopulse archive was performed and the reported complaint of a ua 7 fault was not confirmed. The archive data shows that no clinical use with a patient occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of a ua 7 fault was confirmed. Upon power up of the platform, a ua 7 fault was observed. It was found that both of the load cells were defective. Based on the initial investigation, the parts identified for replacement were the top cover, front enclosure, bottom enclosure, battery lock and the load cells. In summary, the reported complaint of a ua 7 fault was confirmed during functional testing but not during the archive review. The fault was found to be due to the defective load cells. The physical damages found during visual inspection are unrelated to the reported complaint.